Event description:
(B)(4). Surgery to remove tubes and essure coils - ovarian cysts, fibroid, hormonal disruptions - excessive estrogen, thick and bulky uterus, widespread pain, fatigue, weight gain - cannot lose, blurred vision.